Event description:
Reported by the rep; "they were revising a tha for recurrent dislocation."

Manufacturer narrative:
An event regarding dislocation involving an unknown trident liner was reported. The event was confirmed via review of provided medical records by a clinical consultant. Method & results: -device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. - clinician review: a review of the provided medical records by a clinical consultant indicated the following: "conclusion/assessment: no medical records, sequential x-rays, or patient histories were provided for review. Based on the pi reports and a single x-ray (unlabeled/undated) a hip dislocation, labeled as recurrent, was revised. At the time of the revision when testing the stability of the component, the inner head dislodged. A different constrained liner was then used. Event confirmation: a dislocation can be confirmed. The failure of the constrained component cannot be confirmed. Root cause: the root cause for the revision was recurrent dislocation. The route cause for the failure of the constraint component cannot be ascertained at this time." -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the patient was revised due to dislocation. A review of the provided medical records by a clinical consultant indicated the following: "conclusion/assessment: no medical records, sequential x-rays, or patient histories were provided for review. Based on the pi reports and a single x-ray (unlabeled/undated) a hip dislocation, labeled as recurrent, was revised. At the time of the revision when testing the stability of the component, the inner head dislodged. A different constrained liner was then used. Event confirmation: a dislocation can be confirmed. The failure of the constrained component cannot be confirmed. Root cause: the root cause for the revision was recurrent dislocation. The route cause for the failure of the constraint component cannot be ascertained at this time." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.